Event description:
The customer called to inquire about how often the minimum effective concentration (mec) should be tested and stated that they have not been testing the mec prior to processing a load. The customer was informed to test the mec prior to processing each load. There have been no reports of injury to any patient.

Manufacturer narrative:
This report was initially submitted on medwatch 2150060-2010-00033 in error ((B)(4)) this complaint corrects the manufacturing report number for the product. Asp investigation summary: the investigation included a review of the batch record, complaint trending by product line, failure mode effects analysis, and system hazard use misuse analysis. Batch record review of the cidex opa solution could not be performed as the lot number was not available. Complaint trending for cidex opa was performed and found there is not a significant trend. The fmea (failure mode effects analysis) score is below the threshold and the risk is considered minimal. The shuma (system hazard use misuse analysis) was reviewed and it was determined that the risk was assessed a category 1. The cidex opa ortho-phthalaldehyde solution instructions for use states: reuse period for disinfection: cidex opa solution has demonstrated disinfection efficacy in the presence of 5% organic soil contamination and microbiological burden during reuse. Cidex opa solution may be reused for up to a maximum of 14 days provided the required conditions of ortho-phthalaldehyde concentration and temperature exist based upon monitoring described in the directions for use. Do not rely solely on days in use. Concentration of this product during its reuse life must be verified by the cidex opa solution test strip prior to each use to determine that the concentration of ortho-phthalaldehyde is above the mec of 0.3%. The product must be discarded after 14 days, even if the cidex opa solution test strip indicates a concentration above the mec. Precautions: use cidex opa solution test strips to detect ortho-phthalaldehyde concentration before each cycle to detect the mec. Follow the directions for use provided with the cidex opa solution test strips. Reusage for disinfection: cidex opa solution has demonstrated efficacy in the presence of organic soil contamination and microbiological burden during reuse. The ortho-phthalaldehyde concentration of cidex opa solution during its use-life must be verified by the cidex opa solution test strips prior to each use, to determine that the mec of 0.3% is present. Cidex opa solution may be used and reused within the limitations indicated above for up to a maximum of 14 days. Cidex opa solution must be discarded after 14 days, even if the cidex opa solution test strip indicates a concentration above the mec. Monitoring of germicide: during reuse, it is recommended that the cidex opa solution be tested with cidex opa solution test strips prior to each use. This is to ensure that the minimum effective concentration (mec) of orthophthalaldehyde is present. The assignable cause code is user error/failure to follow instructions. A visual analysis was not performed as there were no product samples returned. The lot number was not provided; therefore, a batch review could not be performed.